Event description:
On 27 may 2024 it was reported by a sales rep via email that 2 x ar-8925ss k-less t-rope w/drv, syn repr, ss failed during use in a case. This occurred on (B)(6) 2024 during an ankle syndesmosis in blacktown hospital. The tightrope was inserted past the medial cortex. Whilst tensioning the tightrope, the sutures tore off from the medial button. The sutures then pulled out laterally. Another tightrope was then inserted, with the same incident occurring. Both tightropes were unable to be tensioned and unable to be used. Both tightropes at the same lot number. The case was completed successfully via the use of a third tightrope of a different lot number. There was case involvement.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.